Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that merlin.net transmission showed the device was in backup vvi mode. The patient was brought into clinic. Upon interrogation, it was noted that the device was normal. The device was programmed as the same settings as previously programmed. Patient will be monitored.